Event description:
It was reported that the customer did not check his blood glucose while he was driving and ended up in the hospital. Customer also received a change sensor and calibration not accepted alerts. Customer's blood glucose was 12 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.